Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a breast procedure. The clips were cutting the vessel. Another device was used to complete the case. There was no adverse consequence to the patient.